Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty procedure, the device did not insert into the mating implant. Another device was used to complete the procedure. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface determined some sign of nicks and gouges on the inferior side and superior side of the part. The damage is consistent with the articular surface not being correctly placed and oriented before pushing it using the inserter instrument. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.